Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
Patient is experiencing high bg, the upper 400's mg/dl today. Reporter got bg down to 80-100 mg/dl but now it is 414 mg/dl with high ketones and a stomach ache. Patient also has a cold. Patient has had this pump for about 6 months, and it has recently begun to make a noise, variously described as grinding, buzzing, clicking, or screeching. Patient has a cold and has been running high today with high ketones. Reporter changed the site to make sure it isn't the site. Reporter thinks the high bg is related to the patient¿s cold. Customer support (cs) could hear the buzzing noise on rewinding. Cs went over alarm, bolus and basal history ¿ all was found to be correct, all boluses completed. Cs told reporter the pump will be replaced and to use an alternate if she feels the pump may not be delivering correctly. This complaint is being reported as the patient experienced hyperglycemia and the motor noise issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).